Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error (open book image) alarm due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The insulin pump was received with case cracked behind the insulin pump near the battery compartment. The insulin pump was received without the original battery cap. Unable to verify battery cap damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error as well as a broken force sensor was detected during seating or regular delivery alarm and blank display. The customer¿s blood glucose was 148 mg/dl. Customer stated that the battery cap was damaged. Customer states the display was blank less than 30 seconds and then returned. Customer states display was blank currently. Customer states the contacts on the battery cap was neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Troubleshooting steps were provided for critical pump error and blank display. Customer stated that the display did not return after insulin pump restart. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.